Event description:
It was reported that during the operation, there was a leak in the valve. There was no pt impact.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.